Manufacturer narrative:
(B)(4). The device was returned and analyzed. The event history log review confirmed the presence of the high drain alarm. Multiple short simulated therapies were performed and passed successfully. No abnormalities were identified during internal and external inspection. A check of the pneumatic system found the pneumatic system working to specifications. The device passed all of the functional rite (returned instrument test evaluation) electrical and functional testing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 101 alarm occurred on a homechoice (hc) machine at the end of therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) reviewed the hc programming. The fill volume was 2000 ml and the ultrafiltration for cycle one was 2258 ml. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported problem was determined to a false empty detected and a use error of the initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.